Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n277592, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was noted that the patient thought the wires had moved, after the patient was in the hospital for gallbladder surgery and was unconscious for 4 months. The patient was close to dying and 4.5 months later he hadn¿t used it since then. He thought the wires moved because it was hurting and he got headaches. The patient was going to have an appointment with his healthcare provider (hcp) 4 days after the notified date. It was noted that walking didn¿t bother him so much and while he was lying down it wouldn¿t wake him up. It would hurt when he was sitting down and that was when it started hurting. The pain was beyond the level of pain from his neuropathy. It had gotten worse in the legs and was lower when he first got the implant. The patient was not sure if it was his kidney that was causing the pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.